Manufacturer narrative:
The device was reported by the complainant to be discarded so no investigation as to the root cause of the event can be performed.

Event description:
It was reported that devices were malfunctioning and in "several" cases had cut veins. The problems were immediately identified and there was no patient danger. The devices were discarded by the complainant and will not be returned to the manufacturer. Additional information was requested, but the complainant had no additional information regarding the number of incidents that occurred, the devices, the events or the patients. See related MFR. Report #2134070-2012-00222.